Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that failure to fully recapture the distal filter occurred. Procedure summary: vascular access for the sentinel cerebral protection system (cps) was obtained via a transradial approach. The sentinel cps was positioned, and the proximal filter was deployed. The physician attempted to deploy the distal filter and experienced difficulty deploying pushing the distal filter slider forward. The distal filter was not able to be fully deployed. The physician elected to remove the sentinel cps. The distal filter was only able to be partially recaptured prior to removal from the patient. The proximal filter was able to be recaptured prior to the removal from the patient. The sentinel cps was exchanged for another device and the procedure was completed successfully. No patient complications occurred. It was further reported that: the first sentinel cerebral protection system distal filter would not deploy and so the sentinel cerebral protection system was removed and replaced with a second sentinel cerebral protection system. The second sentinel cerebral protection system distal filter also had difficulty deploying and was only partially deployed. Upon removal the distal filter was only able to be partially recaptured.

Event description:
It was reported that failure to fully recapture the distal filter occurred. Procedure summary: vascular access for the sentinel cerebral protection system (cps) was obtained via a transradial approach. The sentinel cps was positioned, and the proximal filter was deployed. The physician attempted to deploy the distal filter and experienced difficulty deploying pushing the distal filter slider forward. The distal filter was not able to be fully deployed. The physician elected to remove the sentinel cps. The distal filter was only able to be partially recaptured prior to removal from the patient. The proximal filter was able to be recaptured prior to the removal from the patient. The sentinel cps was exchanged for another device and the procedure was completed successfully. No patient complications occurred.